Event description:
A pt was skin tested on 2/13/97 and read as negative. Pt was treated on 2/26/97 into the nasolabial folds and perioral deformities. On approx 3/12/97, pt developed persistent swelling, redness, and induration at nasolabial folds and perioral injection sites. On approx 3/27/97, pt developed swelling, redness, induration, and pruritis at test site. On 4/11/97, physician prescribed topical steroid pointment and intramuscular methylprednisone.

Manufacturer narrative:
The physician reported that the symptoms resolved in the autumn of 1998.